Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 03-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('severe pelvic pain'), embedded device ('devices displaced and stuck in the uterine wall') and device dislocation ('devices displaced and stuck in the uterine wall') in a (B)(6) female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2020, the patient experienced pelvic pain (seriousness criterion intervention required), embedded device (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant). The patient was treated with surgery (essure removal via bilateral laparoscopic salpingectomy on (B)(6) 2020; ablation of uterine horns). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, embedded device and device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation, embedded device and pelvic pain with essure. The reporter commented: extract from the operative report: removal of an intra-cavity essure by intra-uterine grasping forceps. After discussion with the female patient, it was decided to remove the 2nd essure which had migrated into the uterine cavity with bilateral laparoscopic salpingectomy. Exploration of the abdomen: a visible essure at the level of the broad ligament opposite the ovarian fossa. Removal, haemostasis, bilateral salpingectomy by retrograde approach with the bisect, an essure was found at the level of the 2 uterine horns, ablation of these. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 03-aug-2021. The most recent information was received on 20-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('severe pelvic pain'), embedded device ('devices displaced and stuck in the uterine wall') and device expulsion ('devices displaced and stuck in the uterine wall') in a 51-year-old female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2020, the patient experienced pelvic pain (seriousness criterion intervention required), embedded device (seriousness criterion medically significant) and device expulsion (seriousness criterion medically significant). The patient was treated with surgery (essure removal via bilateral laparoscopic salpingectomy on (B)(6) 2020; ablation of uterine horns). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, embedded device and device expulsion outcome was unknown. The reporter provided no causality assessment for device expulsion, embedded device and pelvic pain with essure. The reporter commented: extract from the operative report: removal of an intra-cavity essure by intra-uterine grasping forceps. After discussion with the female patient, it was decided to remove the 2nd essure which had migrated into the uterine cavity with bilateral laparoscopic salpingectomy. Exploration of the abdomen: a visible essure at the level of the broad ligament opposite the ovarian fossa. Removal, haemostasis, bilateral salpingectomy by retrograde approach with the bisect, an essure was found at the level of the 2 uterine horns, ablation of these. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.